Event description:
Reporter mentioned the last device had broken. No further information/clarification available. Pae reported by hcp(healthcare professional), who does consent to follow up. Reporter information: (B)(6).